Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it, or some other product condition, could have restricted insulin delivery and contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs if blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs if blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."

Event description:
Customer slept on the device while wearing it on her arm. In the morning when she woke up her blood glucose measured 345 mg/dl. She thinks cannula was bent. The customer is new to the product (this was the very first one she's worn) and she was having trouble going finding her blood glucose history.